Event description:
A surgeon reported that the patient's first eye was treated successfully, however, as the second eye was being prepared, the laser would not go into ready mode. It is not known whether the flap had been made. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4) .this report was mailed to FDA on: (B)(4) 2012. (B)(4).